Manufacturer narrative:
A field service engineer (fse) was on site at the time of the incident and observed a kink in the sipper tube. The fse replaced the sipper tube and the sipper and vacuum nozzle were cleaned. Calibration and quality controls were acceptable and the customer has had no further incidents. A specific root cause could not be identified. Additional information was requested for investigation but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained that sodium (na) quality control (qc) results dropped outside of minus 5 standard deviation within 3 hours. The customer repeated an unknown number of patient samples and "some" patient samples tested for sodium (na) were found to be 10-12 units higher when repeated. The actual results were not provided. The customer indicated that erroneous results were reported outside of the laboratory, however, no initial or repeat results were provided. No adverse event occurred. The na electrode lot number and expiration date were not provided.